Manufacturer narrative:
Date of report received: 07 jun 2019. MFR received date: 10 may 2019. The service engineer (se) inspected the device. The se found the power management speaker was bad. The service engineer (se) found the power management speaker was bad or out of impedance. The se replaced the speaker and the unit passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 12aug2019, date of report : 13aug2019. The replaced speaker assembly was returned and failure investigation was performed. During testing, the copper braided wire solder joints were measured, and an open break was found. It was determined that the electrical opening in the speaker caused the primary alarm failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator generated a primary alarm failed. There was no patient involvement.